Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out one day after the placement and there was no balloon rupture or tear.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter fell out one day after the placement and there was no balloon rupture or tear.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause is provided as the event was unconfirmed. A device history record review was not required as the investigation was unconfirmed. As the reported event was unconfirmed a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter fell out one day after the placement and there was no balloon rupture or tear.